Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer had found some dark particles inside. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: ¿the tubes present, at the time of inspection and use, some dark particles inside the tubes.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer had found some dark particles inside. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: ¿the tubes present, at the time of inspection and use, some dark particles inside the tubes.¿